Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l93418), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in that during an unknown surgery on an unknown date, it was observed that the device was. During in-house engineering evaluation, it was determined that there were no adverse patient consequences reported. No additional information was provided. Device could not be fired. Surgery successfully completed with same like device. No harm to patient or user. No part remaining in patient. No delay in surgery time. Procedure was successfully completed; an alternative product was readily available. No additional surgical intervention planned.